Event description:
On (B) (6) 2008, a patient in the (B) (6) clinical study was implanted with an advance sling. Information received on 12/08/08, indicates on (B) (6) 2008, subject complained of skin irritation on scrotum and (B) (6) 2008, pain above pubis. Severity not serious and possibly related to the device and the procedure. Resolution: resolved on (B) (6) 2008 without medical or surgical intervention.